Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bottom assembly was replaced to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that a leak greater than 750ml occurred at the preoperative check-out. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the leak rate was less than 4.5lpm. The system will still mechanically ventilate in this condition. This was not a reportable malfunction. Additional information was received stating that the leak rate was less than 4.5lpm. The system will still mechanically ventilate in this condition. This was not a reportable malfunction.